Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange procedure. Device interrogation prior to procedure revealed high capture thresholds, high pacing impedance, and increased sensing thresholds on the right ventricular (rv) lead. On (B)(6) 2021, the physician elected to explant the rv lead and replace the lead. The patient condition was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.